Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands. E1:name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set came loose prematurely due to school activities event on (B)(6) 2026.